Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Per case details, after a right knee replacement was performed the patient underwent a revision due to ¿unstable knee.¿ a broken insert was discovered and exchanged during the procedure. The patient impact beyond the reported "unstable knee", broken insert and revision cannot be determined. Reportedly, the patient was stable after the surgical procedure on the operation room table; however, the patient¿s current health status is unknown. Therefore, no further medical assessment can be rendered. A review of the instructions for use documents for knee systems revealed in the warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right tka performed in (B)(6) 2013, the patient presented to the or with an unstable knee on (B)(6) 2023. When the knee was revised, the post of the journey ii insert was found to be broken, and a 18mm 5-6 constrained poly was implanted. Patient was confirmed to be stable on the table after surgery. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).